Event description:
A user facility reported the connector broke on an lma when it was disconnected from the circuit. Although there was no pt injury, an MDR is being filed as failed connectors could theoretically cause injury to a pt. The user facility has been requested to return the device in question. A follow-up MDR will be submitted after the lma has been returned to the MFR and evaluated. This report contains info from third party sources, the accuracy of which has not been confirmed by the reporter. Neither submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.